Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought in-clinic after transmitting to (B)(4). The device was found to be in backup after detecting a por. The patient reported receiving a MRI around the time of the backup. It was later reported that the patient expired due to complications of pancreatic cancer.